Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that medics responded to a call for a (B)(6), female pt is unwitnessed cardiac arrest the device was attached to the pt and the device appropriately returned a "no shock advised" for the presented asystolic rhythm. The device then returned a "shock advised" determination for what appeared to be an asystolic rhythm, and the device delivered energy. Complainant indicated that the pt subsequently expired.